Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d9. H3, h6.

Event description:
Healthcare professional reported right side rupture, leaking implant. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture, leaking implant. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap.). Additional observations: no other observation observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported right side rupture, leaking implant. Device has been explanted.